Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of two devices. The event report alleges the product was used in a surgical procedure. The visual inspection of the photograph notes that one reliamax loading unit was fully fired and the other was only partially fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparotomy, the stapler transected the bowel but did not deploy staples. To correct the issue, the surgeon used a coagulation device and a gauze piece to control the bleeding. The staple line was resected and restapled. To complete the procedure, the products were immediately replaced. Patient status is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.